Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown.  Device manufacture date: unknown. Investigation results: summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Also, lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: DHR review could not be performed due to unknown batch #. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Root cause: root cause and CAPA not required as no defects were confirmed.

Event description:
It was reported that while refilling, the plunger on a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip became separated. There was no report of exposure, serious injury or medical intervention.